Manufacturer narrative:
Event was received on january 22nd, 2019. As reported, the cause for the event was unknown; the surgical was limited to 15 minutes. The patient recovered within the delay time frame and there had been no known impact to the patient at that time. After completion of the investigation, it was communicated on june 27th, 2019 that the event may have been related to a fat embolism associated with the pressure gradient and associated with the risk of surgery. During the surgery, it was noted that patient's bone was weak and required little insertion force for the cannula. The surgery was completed successfully, and the patient was seen at a follow-up appointment at 12 weeks and was doing well. The device was not returned for investigation, as it remains implanted. A review of the DHR from the lot in question was conducted, and there were no anomalies related to the complaint condition.

Event description:
Notification date: 22 jan 2019. Patient's stats began to drop upon injection.